Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient¿s concern with the product and "lumps".

Event description:
Patient reported exchange from textured to smooth breast implant due to the patient¿s concern with the product, as well as "lumps." Healthcare professional also reported capsular contracture, baker grade ii/iii and "deep folds in silicone implant." Device has been explanted. This is the left side record.